Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical. Device returned to spectrum medical, awaiting further investigation.

Event description:
User reported that during the case the pump and occluder were working without issue. The user set the demand for the pump down to zero and the occluder clamps closed as expected. At the end of the case (while in weaning mode) the user tried to continue transfusing but the pump did not turn and the occluder camps remained closed. This was not expected. The user exited weaning mode and and proceeded to transfuse manually. There was no patient harm as a result of this issue.

Manufacturer narrative:
Initial investigation awaiting return of device to spectrum medical.

Event description:
User reported that during the case the pump and occluder were working without issue. The user set the demand for the pump down to zero and the occluder clamps closed as expected. At the end of the case (while in weaning mode) the user tried to continue transfusing but the pump did not turn and the occluder camps remained closed. This was not expected. The user exited weaning mode and proceeded to transfuse manually. There was no patient harm as a result of this issue.